Manufacturer narrative:
Additional data: b.5.; g.1.

Event description:
Symptoms resolved one month after injection.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected by a nurse with 1 syringe of juvéderm voluma® xc in the mid-face area (right cheek) and experienced ¿pain in the injected area, then 2 days later there was a purplish color, then blisters. A possible vascular occlusion.¿ the nurse injector denies patient having any pain or discoloration to cheek post injection. It was reported patient used ¿unknown creams from mexico¿ and stated the event was on the ¿top surface of the skin only, possibly related to creams used topically post treatment -? Embolic (delayed).¿ hcp treated patient with hylenex the day after symptoms presented. Symptoms have not resolved as patient is ¿still discolored.¿